Event description:
The customer reported that there was no image on the monitor. The live image was unavailable. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was reseated. The system was then found to be operating as intended.